Event description:
Caller reported a malfunction with the pump, noting that the screen was dark and wouldn't turn on. Despite the issue, there was no adverse impact on the caller's blood glucose level, which remained within a normal range. Technical support instructed the caller on troubleshooting steps, but when the screen did not turn back on, it was decided to replace the pump. The caller was advised to use a manual injection as backup therapy and informed about receiving a new pump with updated software. Additionally, the caller was guided on how to proceed with storing the malfunctioning pump and returning it using a pre-paid label.